Event description:
Approximately 4 years and 2 months post implantation of a 23mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. Per medical record review, the 4-year and 2-month transthoracic echocardiogram (tte) showed that the bioprosthetic aortic valve is present, and leaflets appear thickened and significantly restricted with limited mobility. Critical aortic stenosis and mild paravalvular regurgitation. The aortic valve (av) peak/mean gradient was 136/81mmhg with an aortic valve area (ava) of 0.5cm2. The tte (intra-procedure) showed a left ventricle ejection of 60%. The bioprosthetic aortic valve is present with critical aortic stenosis and moderate paravalvular regurgitation. The av peak/mean gradient was 146/89mmhg with an aortic valve area (ava) of 0.6cm2. The care management progress note indicated that the patient was having worsening chest discomfort, shortness of breath, and cough. The patient was admitted for critical aortic stenosis and chronic diastolic heart failure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The commander delivery system was reviewed. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events of leaflet thickened, leaflet motion restricted, and stenosis were confirmed based on the provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years and 2 months post-implantation of a 23mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. Per medical record review, the 4-year and 2-month transthoracic echocardiogram (tte) showed that the bioprosthetic aortic valve is present, and leaflets appear thickened and significantly restricted with limited mobility. Critical aortic stenosis and mild paravalvular regurgitation." Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, the patient had a medical history of hyperlipidemia. Hyperlipidemia is a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of thickened leaflets as reported. Since the leaflet was thickened, it could affect the function/suboptimal coaptation of leaflets, resulting in leaflet motion restriction. In this case, available information suggests that patient factors (hyperlipidemia, thickened leaflets) may have contributed to the complaint event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). In this case, the patient had leaflet thickening, which could narrow the effective orifice area and obstruct blood flow, resulting in stenosis. Available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that unknown patient or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.